Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenovideoscope forceps elevator did not move down at all. The issue occurred during an unknown procedure. There were no reports of patient harm.

Event description:
The issue occurred during an unspecified therapeutic procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was presumed that the if any foreign material adhered to the forceps elevator, the elevator will be stuck, which may cause the suggested event. However, a definitive cause could not be determined. The event can be detected by following the instructions for use which state: operation manual; preparation and inspection; inspection of the endoscopic system; inspection of the instrument channel and forceps elevator. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.